Event description:
Discordant, falsely elevated (B)(6) results were obtained on an advia centaur xp instrument. The bottle of wash 1 solution ran out, and there was no indication to the operator that the wash 1 bottle was empty. The initial results were reported to the physician(s). The samples were rerun, and the corrected results were then reported to the physician(s). There are no known reports of patient intervention or adverse health consequences as a result of the discordant (B)(6) results.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2012-00209 on (B)(4), 2012.additional information: an urgent medical device correction (umdc), (B)(4) - "advia centaur / advia centaur xp system misinterprets wash 1 fluid signals", was sent to customers in (B)(4) 2012.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to evaluate the advia centaur xp instrument. The fse determined that the wash 1 sensors were not detecting when the wash 1 bottle was empty. The fse replaced the wash 1 sensors and then checked that they were working. Quality control was run, and all was within range. The instrument is performing within specifications. No further evaluation of this device is required.